Event description:
Customer reported previously known o positive patient sample typed as o negative on the galileo.

Manufacturer narrative:
Review of customer instrument images confirmed the unexpected results.aborh testing was performed with in-house donor samples of known abo/rh types using retention anti-a, lot 101701, anti-b series 3, lot 203271, anti-d series 4, lot 504731, and anti-d series 5, lot 505551on an in-house galileo. The same lots of reagents were used by the customer. All in-house donor samples typed as expected. Aborh testing was performed with in-house donor samples of known abo/rh types and customer's patients' sample using retention anti-a, lot 101701, anti-b series 3, lot 203271, anti-d series 4, lot 504731, anti-d series 5, lot 505551, returned anti-d series 4, lot 504731 (unopened), a1 referencells, and b referencells on an in-house galileo. All in-house donor samples typed as expected. Returned patient sample was tested on the in-house galileo, and was interpreted as o positive.